Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis manifested by cloudy pd fluids. The cause of peritonitis was unknown. The patient began remedial treatment of cefazolin ip 1 gram/day and ceftazidime ip 1gram/day was initiated for the peritonitis and after the peritoneal culture the antibiotherapy scheme was changed to cefazolin ip 1 gram/day and vancomycin ip 1,5 gram. The patient was recovering.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.